Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate this event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The high drain 104 alarm was noted in the log, in cycle four. The drain volume was 5687ml and the largest fill volume was 2000ml. An internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) explained the alarm and reviewed the therapy log. The therapy was completed. The initial drain volume (idv) was 2185ml, the last fill volume (fv) equaled 1999ml, the cycle four ultra filtration (uf) was 3287ml, while the other cycles were much lower (-256ml, -270, etc.). There were no bypasses noted. The therapy was continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd) with a fv of 2400ml and a last fv of 2000ml. There was no patient injury or medical intervention associated with this event. No additional information is available.